Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room after receiving three inappropriate shocks. Interrogation found that there was a lead integrity alert, noise on electrogram and a high number of short ventricle to ventricle intervals on the right ventricular lead. The lead was inactivated and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the proximal segment of the lead was returned and analyzed and no anomalies were found.